Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error detected alarm. The power management tool confirmed pump error detected alarm. Was triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose level was 130 mg/dl. Customer stated that power error detected alarm recurred within a week of troubleshooting previous occurrence. Customer also stated that they were able to clear the alarm and was able to complete rewind. Customer also stated that notification light did not immediately stop flashing. Troubleshooting steps were provided for power error detected alarm. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.